Event description:
It was reported that shaft break occurred. The 90-95% stenosed target lesion was located in the moderately tortuous and severely calcified distal left anterior descending artery. Following pre-dilatation of a 3.00 nc balloon catheter, a 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, during the procedure, it failed to cross the lesion and the shaft broke outside the patient. The procedure was completed with another shorter stent and no patient complications were reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: synergy ous mr 3.00 x 38mm stent delivery system was returned to the complaint investigation site. Visual examination identified the stent had damage at the distal section. A break was noted at 26cm distal to the distal end of the strain relief along the shaft of the device. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. The bumper tip did show signs of distal tip damage. Microscopic examination of the crimped stent via scope found evidence of stent damage with stent struts lifted at the distal section. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. Examination of the hypotube shaft identified a break at 26cm distal to the distal end of the strain relief along the length of the hypotube shaft. The bumper tip showed signs of distal tip damage. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. No other device issues were identified during returned product analysis.